Event description:
It was reported that noise was observed on the lead. Lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.